Event description:
At about 4 months after the primary, revision of methaphysis, glenosphere, and liner following shoulder luxation . The deficit of the muscle-tendon complex, linked to inactivity and mass, may have reduced joint stability.

Manufacturer narrative:
Batch review performed on 31 may 2022. Lot 2109115: (B)(4) manufactured and released on 09-sep-2021. Expiration date: 2026-08-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot 2104816: (B)(4) items manufactured and released on 22-june-2021. Expiration date: 2026-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Clinical evaluation performed by medical affairs department. Posterior dislocation in rsa few months after the operation. The patient is severly overweight; most probably, the deficit of the muscle-tendon complex, linked to inactivity and mass, may have reduced joint stability. No reason to suspect a faulty device at the origin of this adverse event.